Manufacturer narrative:
(B)(6) would not open. A visual examination of the returned device found the device was received with a bent clevis. A v gage test was performed and the device was out of specification. Although the clevis was bent, the device opened and closed within specification. Based on the results of the investigation, the most probable root cause is manufacturing. A review of the device history record was performed and no deviation was found. A labeling review revealed no anomaly. (B)(4).

Event description:
This report pertains to one of two complaints that occurred during the same procedure. Please reference manufacturing report #3005099803-2009-03145. It was initially reported to boston scientific corp that two radial jaw 3 large capacity single-use biopsy forceps were used during a colonoscopy procedure. According to the complainant, the forceps closed and would not open after the tissue sample was taken. A second device was used which had the same result. The procedure was completed with a third radial jaw 3 large capacity single-use biopsy forceps. There were no pt complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; bent clevis.